Event description:
This rv lead was implanted on (B)(6) 2016 and still remains implanted at this time. This lead was repositioned last (B)(6) 2016. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6) . No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).